Event description:
The pt had two cypher (2.5 x18mm) stents implanted in the mid right coronary artery (rca) in 2001. The target lesion was 2.5mm in the diameter and 29mm in length. Pre-procedure stenosis was 90% and timi flow was 2. The lesion was mildly calcified and moderately tortuous. Pre-dilation was conducted at 8atm. Stenosis after pre-treatment was 80%. The 1st stent was deployed at 14atm and the second was deployed at 15atm. The 2nd stent was proximal and abutting the 1st stent. Post-procedure there was 0% stenosis and a timi flow of 3. In 2005 at 10pm, pt started to have severe chest pain. This pain continued during the night. Pt had nitro at home but didn't use it. At 6:30 am, pt was admitted with severe chest pain. The pt was diagnosed with a non-st elevated mi. Two days later, the pt was transferred to the enrolling hosp. At moment of admission, pt was stable on both hemodynamic and respiratory level and without pain after pt had received 3mg morphine for transport. The following diagnostic examinations were done: ECG/echo/lab/re-angio. The echo revealed hypokinesia in the apico-septal and apical anterior wall. The diagnosis was a non-q-wave mi nstemi). Maximum ck and ck-mb value (144u/l resp 8.5 ug/l) were measured on the next day at 10:31 am. These values were measured in total 4 times and on two days later at 5:52 am, they were reduced up to 68 u/l resp 2.7 ug/l. The pt didn't experience subabrupt closure of a target vessel. The diagnostic re-angio showed 10% stenosis of the target lesion. No re-intervention needed. On the same day, the pt was without anginal complaints and stable. He was transferred back to the other hosp where he was discharged the same afternoon on pt's request.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. Two products with the same catalog and lot numbers are represented. Additional info will be submitted within 30 days of receipt.